Event description:
It was reported that during a ptca procedure, difficulty was encountered crossing the lesion. While attempting to remove the wire the tip fractured and was successfully removed. Pt status is listed as "okay".